Event description:
It was reported that the down arrow keypad button was unresponsive. There was no additional information reported at this time.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing. Additionally, the down arrow button remained engaged at times and produced a scrolling effect. The buttons did not demonstrate normal spring back and click action. During investigation, evidence of keypad adhesive was found under all key contacts. (B)(6).